Manufacturer narrative:
Distribution history: the product number or lot number was not provided, so a manufacture date, DHR number and ship date are not available. Manufacturing record review: a review of the device history record could not be performed because a cooper part number or lot number was not provided. However, it should be noted at the time of manufacture, records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: a definitive root cause could not be reliably determined based on the information provided. The likely cause is attributed to an error in use. It should be noted that in our product IFU it states in step 12c: check carefully to be sure the system is intact and no parts remain in the patient. As indicated above the product was not returned for evaluation, so hence there is no evidence to suggest that the product was non-conforming. Furthermore, customer allegations indicate the surgeon was aware that the insulated koh ring could not be located after the surgery: on (B)(6) 2023, a rumi uterine manipulator was assembled using a 10 cm uterine tip, a vaginal occluder balloon, and a small, insulated koh ring. The hysterectomy was completed, but the instrument count noted that one of the insulated koh rings could not be accounted for or located, whether inside the patient or outside. Co2 gas was insufflated a second time into the patient and an allegedly thorough inspection of the pelvic and abdominal contents was performed. No foreign objects were noted within the abdomen or the pelvis. As a result, the patient was closed and the operation deemed successfully completed. However, out of an abundance of caution, a flat plate abdominal and pelvic x-ray was done that confirmed no foreign objects in the abdomen or pelvis. A review of the risk management file states that a detached koh cup is due to improper procedure followed or excessive force applied to the device by the user.

Event description:
No additional information.

Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the legal department, that on (B)(6) 2023, the patient underwent a robotic assisted total laparoscopic hysterectomy utilizing a rumi uterine manipulator. The hysterectomy was completed, but the instrument count noted that one of the koh rings could not be accounted for. Co2 gas was insufflated a second time into the patient and a thorough inspection of the pelvic and abdominal contents was performed. No foreign objects were noted within the abdomen or the pelvis. As a result, the patient was closed and the operation deemed successfully completed. A flat plate abdominal and pelvic x-ray was done that confirmed no foreign objects in the abdomen or pelvis. A little over year later, on (B)(6) 2024, a CT scan for abdominal pain made the following findings: double lumen foreign body within the left lower peritoneum with proximal lumen diameter 2.3 cm and distal lumen diameter approximately 3.65 cm, located between the distal descending colon and adjacent small bowel. A second surgery was performed to remove the foreign body. Unknown rumi koh-efficient 2024-07-0000795.